Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the major bleed/hemolysis/hypovolaemia/patient device interaction was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 79-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage b shock, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there was bleeding from the access site. Two units of packed red blood cells (prbcs) were given. The physician noted that hemolysis occurred and the patient went into hypovolemic shock. After six hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at auto and 3.7l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.